Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. At the onsite visit the field service engineer identified that the unit displays a scanner error during boot up, thus the scanner was recalibrated. No root cause was identified. (B)(4).

Event description:
A surgeon reported a possible incorrect laser ablation during lasik treatment. The surgeon reports postoperatively the patient has an irregular profile shape and the best corrected visual acuity has decreased two lines after treatment. Additional information has been requested however the surgeon is unwilling to provide any additional information. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.